Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's blower bellow was missing and the blower housing was separated from the blower. The blower bellow, bellow clip and blower were replaced to address the issue. The device appears to have been tampered with.